Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number : 2017865-2019-13602, 2017865-2019-13603, 2017865-2019-13604. It was reported that the patient presented in clinic for a follow up. It was noted the patient had a pocket infection. The origin of the infection was unknown. The system was explanted. There was no vegetation or complaint by the physician on the leads. The patient was recovering.